Event description:
In 2003 when port was being accessed and normal saline was injected, pt was sent to radiology dept for further evaluation. Scout films showed the catheter to be broken. The distal catheter fragment had migrated into the pulmonary artery. Under local anesthesia ultrasound guidance and with conscious sedation the distal catheter fragment was removed percutaneously from the pulomonary artery. The chest port and remaining catheter were removed in its entirety.